Event description:
The user facility reported that during a patient procedure their steris 4095 surgical table was leaking oil. The procedure was completed successfully without delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the steris 4095 surgical table and confirmed evidence of an oil leak from the back left cylinder hydraulic hose. The technician made the necessary repairs to the back left cylinder hydraulic hose, tested the table, confirmed it to be operating to specification, and returned it to service. The device history record for the steris 4095 surgical table was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.